Manufacturer narrative:
Reliability analysis inspected 2 opened/used partial enlite sensor and found 1 sensor cannula bent (retracted) inside sensor base, missing 1 sensor unable to confirm customer received sensor in said condition due to customer returned opened/used. Customer returned 2 sensor needles.

Event description:
The customer reported via phone call that they had a sensor in which the cannula was broken or detached. Blood glucose level at the time of the incident was not provided. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.